Event description:
Customer alleged mastitis and went to see a doctor who advised her to try and pump again however this caused her to bleed. Customer has not mentioned being prescribed medication yet. Complaint reported from us.